Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization and low blood glucose readings. The customer's blood glucose reading was 44 mg/dl. The customer was hospitalized for hypoglycemia and an auto accident. The customer stated that she wore the sensor and the pump was on threshold suspend. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer will be sent a replacement meter.